Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp tm 4.1mm mtx,13mm (tmm4b13) with mount was returned for investigation. Visual evaluation of the as returned product identified signs of use, dried blood and bone. Tip of the implant was fractured laterally along the implant length. Trabecular metal weld was broken as the tip portion was easily pulled off implant body. Product was sent to r&d for additional testing, and the result was inconclusive. However, the test summary data including sem testing have been attached with this investigation. Please see attachments. Pre-existing patient condition noted on the per was patient having type ii (moderate) bone density. The incident occurred during the clinical procedure. Tooth location is unknown. The reported event could not be recreated due to the nature of the dental device and event (fracture). X-ray or picture were not provided by customer. Appropriate documentation was reviewed. DHR review was completed for the subject lot number: 1228741. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (1228741) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Email unknown / not provided. Last name unknown / not provided. PMA/510k: k113753, k112160. Device manufacturer date unknown / not provided.

Event description:
It was reported that implant fractured when being inserted. Next appointment not reported. Symptoms of pain reported. No injury to patient other than implant being removed. Procedure was not completed using another implant. No permanent impairment. Tooth location not reported.